Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01646 and 1825034-2014-07180).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2006 and that a subsequent revision procedure occurred on (B)(6) 2007 due to unknown reasons. Additional information received from patient¿s legal counsel report patient underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, patient¿s legal counsel reported patient was revised on (B)(6) 2006 and a second revision on (B)(6) 2007. Additional information received from patient¿s legal counsel report patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, loss of range of motion, impairment, and elevated metal ion levels. This report is based on patient allegations and the allegations are currently unknown and unverified. Additional information received in patient operative (op) notes dated (B)(6) 2006 reports patient was revised on the right hip due to pain, swelling, and cyst formation. Revision op report notes the presence of a synovial cyst wrapped around the greater trochanter of the proximal right femur that communicated with the joint, 500 ml of clear serous yellowish fluid, burnishing of the taper around the rim of the cobalt chrome femoral head. Additionally, op notes report no visible evidence of staining or metallosis was observed. The cup, modular head, and taper insert were removed and replaced.